Event description:
Customer contacted beckman coulter inc. (Bci) in regards to two erroneous high magnesium (mg) patient results, which were generated by unicel dxc 600 pro chemistry analyzer. The original and repeat samples were retested on a different instrument and the results were lower. The results were not reported out of the laboratory. Patient treatment was not affected by this event.

Manufacturer narrative:
The samples were serum controls and qc were within customers acceptable ranges pre and post the event. The field service engineer (fse) performed part repairs and replacement. A clear root cause has not been identified for this event.